Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one introducer needle with loaded j-tip guidewire was received for evaluation. Visual, microscopic, functional and dimensional evaluations were performed. The distal portion of the j-tip guidewire was noted to be bent. The guidewire did not advance through the introducer needle. An attempt to remove the loaded guidewire from the introducer needle was performed and was unsuccessful. The guidewire felt to be stuck within the introducer needle. The j-tip guidewire was removed from the introducer needle after various attempts of going back and forth, portion removed was noted to be stretched and uncoiled. Therefore, the investigation is confirmed for the reported difficult to remove and identified improper or incorrect procedure, stretched, fracture, material separation and deformation due to compressive stress issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. Although the definitive root cause for the reported and identified issues could not be determined based upon the provided information, user error could have contributed to the identified improper procedure or method used issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire allegedly did not come out of the needle. There was no reported patient injury.